Event description:
The rptr performed back to back blood glucose tests and got results of 82 and 165 mg/dl. Tests were done within mins using different fingersticks. He did not have any symptoms. Rptr stated that his control solution has expired. A control solution test of 118 mg/dl was out of range high.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8